Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to infection. All components of a gmrs knee except the stems in the femur and tibia were revised. Reporting rep (who was not present for this procedure) confirmed an unknown stryker rep was present. Rep confirmed that no further information will be released by the hospital or surgeon.